Manufacturer narrative:
A ge rep evaluated the sys and calibrated the camera and reloaded software. The sys operates as intended.

Event description:
The customer reported the sys stopped producing x-rays and locked up. No pt injury was reported.